Event description:
Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury, and has been required to undergo corrective surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information: the indication for implantation of transvaginal mesh was stress urinary incontinence secondary to loss of anterior pelvic floor support due to a paravaginal defect. Complications post surgipro implantation: 2007 - urinary urgency and frequency, pelvic pain, prolapse. Additional surgery: (B)(6) 2011- underwent total vaginal hysterectomy with bilateral salpingo-oophorectomy, anterior-posterior colporrhaphy with enterocele repair for cystocele, rectocele, uterine prolapse, enterocele under general anesthesia complications post additional surgery: groin pain mesh revision surgery: (B)(6) 2011 - underwent abdominal revision of previous mesh repair for pelvic pain from previous mesh repair under spinal anesthesia following mesh revision surgery, patient developed right lower pelvic pain, some urgency, burning pain in groin, urinary tract infection, urinary frequency, dysuria, bladder pain.